Event description:
It was reported that the patient was admitted following seizures and that the instaflo bowel catheter was inserted for liquid diarrhea. The device was removed after three days of use. A sigmoidoscopy was carried out and it was reported that fresh red blood and liquid stool were present in the rectum. An adherent clot to a lesion was noted at 6 o'clock and at 6cm. Bowel above rectum looked normal, no obvious pseudomembranes. Rectal ulcer attributed to bowel catheter. Blood transfusion was administered. Patient was transferred to another facility for management of chronic renal failure; no further rectal bleeds were reported.

Manufacturer narrative:
It was noted by the hospital that the patient was constantly agitated and pulling at the lines and tubes.